Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The patient had been having major problems with the device, stimulation was not doing what it was supposed to do, they couldn't feel stimulation, and they kept having bowel movements and messing all over themselves. The patient stated they tried increasing stimulation about 2-3 days before the report, but it made them constipated. The programmer showed stimulation was on. Since increasing stim made the patient constipated before, patient services guided patient to change from program 4 to program 1 and increased to 1.4v where they felt stimulation comfortably. The patient would monitor symptoms and follow up with their healthcare provider if the problem did not resolve. No falls or trauma were reported to be related to the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was set to the appropriate level and received greater than 50% improvement. Patient education was the cause of the loss of stimulation and device problems. It was determined that they didn't understand how to use the device, so they were re-educated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient took care of the issues themselves. There was no cause for the loss of stimulation or return of stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: it was reported the patient's therapy wasn't working right, she was leaking from the bowels for 2 days. The patient had adjusted stimulation from 2.2 to 2.6 volts and it was not helping and she was not feeling stimulation. The patient had not contacted their physician. Troubleshooting included having the patient sync the programmer with the device which showed stim was on and increased the therapy to 2.8 volts and recommended the patient may not always feel stimulation but to focus on symptom relief and contact physician if symptoms didn't improve. No further complications were reported or are anticipated.